Event description:
The customer reported that while the device was monitoring a pt in the operating room, functions were reset, an error occurred 3 times, and then the device unexpectedly shut down. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that while the device was monitoring a pt in the operating room, functions were reset, an error occurred 3 times, and then the device unexpectedly shut down. There was no report of adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.